Event description:
Patient was revised due to pain. Global unite conversion to delta reverse was done. Doi: (B)(6) 2016, dor: (B)(6) 2021, right shoulder.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.